Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.the customer reported the common femoral artery was mildly calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss.

Event description:
It was reported that after an unspecified interventional procedure, arteriotomy closure of a mildly calcified and scarred left common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was attached to the needles indicating that a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior needle remained engaged to the anterior cuff. The link remained attached to the anterior cuff with the presence of a link bulb on the posterior end. Based on the investigation findings, the link was pulled from the swage-end of the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during needle plunger withdrawal and could appear similar to a needle-to-cuff miss. Since the suture could not be retrieved, the knot would not form to be advanced to the arterial surface to close the vessel. This would result in continued bleeding which would require an alternative method to achieve hemostasis. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors included, but are not limited to: manufacturing deficiencies, challenging anatomical conditions, and operator deployment technique. There was no indication that the suture was dragged through the device or suture bearing while retracting the needle plunger. Excessive force during needle plunger removal, a jerky motion, a sidewall stick, and deployment in challenging anatomies can cause the link to break. Gently removing the needle plunger during the first 2cm can reduce breakage of the link. There were no reported challenging anatomical conditions which could have contributed to the link break. In addition, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the link to be pulled from the swage-end of the posterior cuff. Based on the reported information and the investigation, the probable cause for the link breaking from the swage-end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A review of the lot history record for the reported lot did not reveal any nonconforming material report associated with this lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.